Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the device was occlusion, with no further information.

Manufacturer narrative:
The valve was returned in an unidentified liquid in the return kit. A visual inspection was performed and there were no significant deformities or damage of the vale that were detected. A permeability test showed that the valve was permeable. The flow rate was lower than expected. Based on the investigation, we were unable to substantiate the claim of occlusion. There was no failure detected. No further actions were required.